Manufacturer narrative:
E1 phone: (B)(6). One device was received for evaluation. Visual and functional testing were performed. The downstream occlusion sensor was found to be defective. The downstream occlusion sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported there was a cassette attachment issue. There was a delay in infusion therapy. The device evaluation noted a defective downstream occlusion sensor.